Manufacturer narrative:
Date of explant is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-04045. It was reported that patient was not receiving adequate therapy from scs system as a result patient underwent a surgical procedure on approximately a year ago (exact date unknown), and entire scs system was explanted.